Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device and non-boston scientific right atrial (ra) lead exhibited myopotential oversensing of noise, resulting in multiple atrial tachy response (atr) episodes on the atrial channel. The nurse reported myopotential over-sensing can be reproduced with evocative maneuvers during the follow up. Programming changes were made to raise the a sensitivity from 1.5mv to 2mv and the evocative noise seems not to be marked. The physician will monitor the patient closely. No adverse patient effects were reported. Device remains implanted.